Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that they experience nuisance air-in-line alarms, stating that clinicians clean the air-in-line sensor with alcohol and this reportedly ¿works¿. Cpc discussed to clean the ail sensor with a cotton swab and water, as other cleaners can damage the ail sensor. This was reported to bd representatives during their site visit. There was no information on patient involvement.